Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint, as the products were returned, disassembled and visually inspected without identifying any notable wear marks. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction¿ this report is number 7 of 7 mdrs filed for the same patient (reference 1825034-2016-02195 / 1825034-2016-02234 / 1825034-2016-02235 / 1825034-2016-02194 / 0001825034-2016-02626 / 0001825034-2016-02627 / 0001825034-2016-02628).

Event description:
Patient underwent a hip revision approximately seven months post-implantation due to disassociation, dislocation and infection. The femoral head, acetabular cup, liner and bearing were all removed and replaced with cement spacers.